Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The hospital nurse reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 660 mg/dl. In troubleshooting, the insulin pump passed a drive support cap test. The nurse was advised to call back when she had the remaining supplies needed to troubleshoot. No further information was provided.